Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that she saw application crash message (code 338) almost every time she uses the programmer. She stated she sometimes sees it even at the beginning of the day just after starting the tablet. The hcp also stated she saw the code while troubleshooting the personal therapy manager (ptm) time issue that she also reported. In that case the app had been used~5 minutes before to update the pump. Transferred to healthcare it (hcit) to try to troubleshoot tablet. The hcp also reported pump time was not updating with pump update. She stated the tablet was about 10 minutes different than the pump time. The pump time on ptm was also off. Agent suggested trying a second update by adding a note which did then change on the programmer but the ptm was still showing the incorrect time even after resyncing. Agent had the hcp decouple and recouple ptm and check the time but it still was not matching the time on the programmer. The hcp stated she has had the same issue with other patients.

Manufacturer narrative:
Continuation of d10: product ID a810. Serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.